Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no i2i throughput and dislodgement were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted body tissue on inner helix. The outer helix and inner helix both show no anomalies. Analysis of device indicated that device was within normal range of operation. Device i2i test was performed and it showed good throughput. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated and suddenly lost implant to implant communication with the right ventricular lp. Fluoroscopy confirmed the atrial lp had dislodged. The procedure was completed using a different lp. The patient was in stable condition.